Manufacturer narrative:
It was reported that the user experienced persistent difficulty connecting and disconnecting the luer connector and cartridge on the ilet, requiring pliers and assistance despite trying multiple connector lots, and a replacement ilet was provided with return of the original unit. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included continued device use without alarms and product replacement. Investigation included a review of the reported connection issue, user troubleshooting and education, and coordination of device replacement with return logistics. Investigation of the returned device revealed no mechanical connection difficulty between the luer connector and cartridge interface, consistent with a device connection problem. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user handling factors; no device malfunction was found during investigation findings.

Event description:
It was reported that the user experienced persistent difficulty connecting and disconnecting the luer connector and cartridge on the ilet, requiring pliers and assistance despite trying multiple connector lots, and a replacement ilet was provided with return of the original unit. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued device use without alarms and product replacement. Investigation included a review of the reported connection issue, user troubleshooting and education, and coordination of device replacement with return logistics. Investigation of this case revealed a mechanical connection difficulty between the luer connector and cartridge interface consistent with a device connection problem. It was concluded, based on previously established findings for similar reports, that the cause was mechanical interference during connector engagement, with contributory user handling factors not ruled out.